Manufacturer narrative:
Although there was no patient injury reported, the event description indicates some blood loss did occur. The returned sample was decontaminated, visually examined and leak tested. This evaluation confirmed the reported leakage at the thermistor port. All units are leak tested during production and there were no unusual product issues identified in the device history record. A review of the complaint files confirmed that this lot has not been reported previously. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit, while thoroughly checking for any signs of leakage prior to use. All available information has been placed on file in quality assurrance for appropriate tracking, trending and follow up.

Event description:
The user facility reported, that fluid was observed leaking from the thermistor port of the oxygenator, after the initiation of bypass. The involved oxygenator was changed out and the procedure was completed successfully with no further problems. Additional event specific information was not available.